Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead and associated system expired due to sepsis, endocarditis, and renal failure due to sepsis. No allegations were made against the system, which was buried with the patient.